Event description:
It was reported that the cardiac output measurements were not available. There were no patient complications reported.

Manufacturer narrative:
One swan-ganz catheter was returned for evaluation with significant damage that could have affected deflation time; however, this was not linked directly to the original complaint. The catheter was received with an attached non-edwards contamination shield. The proximal end was approximately 100cm from the tip. The thermistor was submerged in a 37.0c water bath and read 37.1c on both vigilance I and ii monitors. Thermistor temperature reading accuracy is +/- 0.3c, per the vigilance manual. The catheter ran cco in a 37.0c static water bath on vigilance I and vigilance ii monitors for 5 minutes without error messages. No visible inconsistencies were observed on eeprom data. The thermistor and thermal filament circuit were continuous. Thermal filament resistance with the lead wires was measured at the connector; resistance measured 39.1 ohms in a 37c water bath, which is within the allowable specification. There were no open or intermittent conditions. Both thermistor and thermal filament connectors were opened with no visible inconsistencies. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage; however, the balloon inflated and deflated slowly. The distal lumen had a full occlusion and the proximal lumen was found to have resistance. The contamination shield was moved from the 100cm area and the catheter body was found severely collapsed. The collapsed lumens were opened with a stylet wire and the collapsed condition was found to be the cause of the occluded distal lumen and resistance in the proximal lumen and also the slow inflation and deflation of the balloon. All through lumens were tested for patency and leakage as follows: a 10cc syringe was connected to each of the lumens being tested. Each associated port was covered with a fingertip; the entire catheter was immersed in water and pressurized with air by compressing the syringe plunger. Cardiac output testing was done on vigilance I and ii monitors. Visual examination was performed under 10x magnification. Resistance was measured using fluke multimeter. The actual complaint reported could not be confirmed during the evaluation; however, significant body damage that affected deflation time was observed. No evidence of a manufacturing nonconformance found during the evaluation. Review of the available information suggests that device handling may have contributed to the damage found on the catheter. It could not be determined if clinical factors may have contributed to the original complaint reported. No actions will be taken at this time.